Event description:
Confirmed fracture, patient presented to ER with sob; on interrogation of device, rv impedance was 3000 ohms and non-capturing. Leid manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).